Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image, temp printed circuit board need to replace. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: static image was caused by the temp printed circuit board that need to replace. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope did not show any images during inspection for use. There were no reports of patient involvement.